Event description:
A reporter/layperson informed a customer care associate, cca, that her mother's (the pt/layperson's) enhanced surestep meter had no power. Since the pt was not present at the time of the event, she had limited information. This senior medical affairs specialist has classified the complaint based upon information given to the cca. At 11pm, in 2007, the pt developed symptoms of light-headedness and disorientation sometime after the reported issue began. The reporter has no information regarding what action the pt took regarding her diabetes treatment, if any, when the meter had no power. Reportedly, someone, possibly her neighbor who was present, called an emergency medical team. Although emt tested her blood glucose, result not known, they did not provide treatment. Because the pt allegedly developed symptoms of possibly hyper or hypoglycemia after attempting to test, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.